Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board).

Event description:
It was reported that the arterial side of the device does not produce output. Follow-up information received reported there was no patient involvement. The event occurred during biomed testing.